Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00669. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a breast augmentation plastic surgery procedure on an unk date and suture was used. The suture was being used to tack the muscle to the chest. During the procedure, the needle broke. The needle was recovered during the same procedure. No adverse pt consequences were reported.